Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) identified a sample probe that was out of adjustment. This was readjusted. Mechanical and operational checks passed. The instrument was operating within specification. Qc was acceptable. The investigation determined the sample probe issue identified by the fse was the root cause of the event. The customer has had no further issues.

Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 8000 cobas c 502 module. Based on the data provided, the glucose and bun results for 1 patient sample are discrepant. The initial glucose result was 3 mg/dl. The repeat was 97 mg/dl. The initial bun result was 2 mg/dl. The repeat was 92 mg/dl. The results in question were not reported outside of the laboratory. No adverse event occurred.